Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation of the device cannot be completed. Should additional information is received a supplemental report will be submitted.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 5.0 pump inserted in the ascending aorta. During pump support the patient had hemolysis. As treatment a total transfusion of 4 units of mannitol, adenine, phosphate (map) was performed and pump was removed.